Manufacturer narrative:
Pending evaluation concomitant device(s): cn:320-15-05, sn: 6111622: eq rev locking screw; cn:320-42-00, sn: 6072878; equinoxe reverse 42mm humeral liner +0; cn:320-10-00, sn: 6246238; equinoxe reverse tray adapter plate tray +0; cn:320-20-00, sn: 6237917; eq reverse torque defining screw kit.

Event description:
Approximately 3 months after the initial left tsa, the (B)(6) y/o male patient was revised due to infection. The glenosphere, glenosphere screw, liner and tray were removed to wash out. New components put back in. Patient was last known to be in stable condition following the event. Devices not returning due to hospital policy.

Manufacturer narrative:
Section h10: (e1) country: (B)(6). (H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.